Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical services were dispatched with urgent care for the customer on (B)(6) 2021 due to high blood glucose level of 440 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer stated that only manual injections could get the blood glucose levels down. The customer also mentioned that the insulin pump received hardware low level failure alarm. They were able to clear the alarm and rewind the insulin pump. The insulin pump passed self test. The insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.